Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was selected for an implant. During the procedure, device embolized after deployment into the right pulmonary artery. The patient was sent to another hospital for minimal invasive surgery (removing the device) on the same day. The patient is stable,

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the device embolized after deployment into the right pulmonary artery. The patient was sent to another hospital for minimal invasive surgery (removing the device) on the same day. The patient is stable. Based on the information received, the cause of the reported migration or expulsion of device (device embolization) could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.